Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the ultrasound oscillation failed during a surgical procedure. The handpiece was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Supplemental medical device report (smdr) # 2 is being filed to correct the date received by MFR on the supplemental report, filed earlier. Incorrect date of 07/29/2015 is being corrected to 10/06/2015. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The phaco handpiece was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on august 24, 2013. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on july 18, 2011. Based on qa assessment, the product met specifications at the time of release. A phaco handpiece was received for evaluation. A visual assessment of the returned phaco handpiece did not reveal any non-conforming. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The returned handpiece was checked for oscillation at 50% and 100% of phaco power and torsional power. The returned handpiece oscillated normally. No additional test was performed. The system and the returned phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).